Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2013 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-apr-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing baclofen (unknown) for intractable spasticity and cerebral palsy. It was reported that the patient's (pt) mentioned recall for reduced medication delivery which was why pt stated may explain why they were in so much pain. Agent had a difficult time understanding the pt at times. Pt stated they want the catheter to get replaced at the same time as the pump. Pt stated they were also having spasms. Pt stated the pump and catheter were 'not working' and they were not getting the medication like they should. Pt stated they were scheduled for a pump replacement on january 2nd. Pt stated they have been in pain for several years and the catheter was 14 years old and last time they did not replace the catheter. Agent reviewed pump and catheter model information. Agent reviewed role of company representative and role of a healthcare provider. Pt was redirected to their healthcare provider to further address possible catheter replacement.

Manufacturer narrative:
H.11.: note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that "the pump not working" and statement from patient saying "they weren't getting medication like they should" was speculation on the part of the patient because he was worried about a recall that did not apply to his pump or catheter. Both the catheter and pump were functioning properly as expected. It was also reported that the patient's symptoms were deemed likely the state of the disease of the patient.